Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pelvic pain') and salpingitis ('chronic salpingitis') in a 43-year-old female patient who had essure (batch no. D13377) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiparous, perineal pain, asthma, paratubal cyst and endometrial polyp. Previously administered products included for pregnancy prevention: iud nos from 2012 to 2016. Concomitant products included intrauterine contraceptive device (iud nos) from 2012 to 2016, nsaids since (B)(6) 2016, paracetamol (acetaminophen) since (B)(6) 2016 and paracetamol (tylenol extra strength) since (B)(6) 2016. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish"), mood swings ("hormonal changes describe: mood swings"), vaginal haemorrhage ("abnormal bleeding(vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)"), migraine ("migraines"), headache ("headaches"), nausea ("nausea") and dyspareunia ("dyspareunia (painful sexual intercourse)"), 1 month 9 days after insertion of essure. On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), psychological trauma ("psych injury") and post procedural complication ("post removal complications: yes"). The patient was treated with surgery (laparoscopic bilateral salpingectomy/removal of bilateral essure devices and salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain and menorrhagia had resolved and the salpingitis, depression, anxiety, mood swings, vaginal haemorrhage, migraine, headache, nausea, dyspareunia, psychological trauma and post procedural complication outcome was unknown. The reporter considered anxiety, depression, dyspareunia, headache, menorrhagia, migraine, mood swings, nausea, pelvic pain, post procedural complication, psychological trauma, salpingitis and vaginal haemorrhage to be related to essure. The reporter commented: discrepant information provided: "she did not undergo confirmation test" was reported but a hsg result was already provided. Treatment received for pelvic pain, menorrhagia. Right- 3 coils, left-2 coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: device was successfully occluded.. Concerning the injuries reported in the case, the following ones were confirmed in patients medical records: pelvic pain,chronic salpingitis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-apr-2021: mr received. Reporter information, auto-narrative supplement, other relevant history event "chronic salpingitis" added and rcc was updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pelvic pain') and salpingitis ('chronic salpingitis') in a 43-year-old female patient who had essure (batch no. D13377) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiparous, perineal pain, asthma, paratubal cyst and endometrial polyp. Previously administered products included for pregnancy prevention: iud nos from 2012 to 2016. Concomitant products included intrauterine contraceptive device (iud nos) from 2012 to 2016, nsaids since (B)(6) 2016, paracetamol (acetaminophen) since (B)(6) 2016 and paracetamol (tylenol extra strength) since (B)(6) 2016. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish"), mood swings ("hormonal changes describe: mood swings"), vaginal haemorrhage ("abnormal bleeding(vaginal)"), heavy menstrual bleeding ("abnormal bleeding(menorrhagia)"), migraine ("migraines"), headache ("headaches"), nausea ("nausea") and dyspareunia ("dyspareunia (painful sexual intercourse)"), 1 month 9 days after insertion of essure. On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), psychological trauma ("psych injury") and post procedural complication ("post removal complications: yes"). The patient was treated with surgery (laparoscopic bilateral salpingectomy/removal of bilateral essure devices and salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain and heavy menstrual bleeding had resolved and the salpingitis, depression, anxiety, mood swings, vaginal haemorrhage, migraine, headache, nausea, dyspareunia, psychological trauma and post procedural complication outcome was unknown. The reporter considered anxiety, depression, dyspareunia, headache, heavy menstrual bleeding, migraine, mood swings, nausea, pelvic pain, post procedural complication, psychological trauma, salpingitis and vaginal haemorrhage to be related to essure. The reporter commented: discrepant information provided - "she did not undergo confirmation test" was reported but a hsg result was already provided. Treatment received for pelvic pain, menorrhagia. Right- 3 coils, left-2 coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: device was successfully occluded.. Concerning the injuries reported in the case, the following ones were confirmed in patients medical records: pelvic pain,chronic salpingitis. Batch no d13377 production date 2014-09-23 expiration date 2017-09-28 . Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 7-may-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pelvic pain') in a (B)(6) female patient who had essure (batch no. D13377) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiparous. Previously administered products included for pregnancy prevention: iud nos from 2012 to 2016. Concomitant products included intrauterine contraceptive device (iud nos) from 2012 to 2016, nsaids since (B)(6) 2016, paracetamol (acetaminophen) since (B)(6) 2016 and paracetamol (tylenol extra strength) since (B)(6) 2016. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish"), mood swings ("hormonal changes describe: mood swings"), vaginal haemorrhage ("abnormal bleeding(vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)"), migraine ("migraines"), headache ("headaches"), nausea ("nausea") and dyspareunia ("dyspareunia (painful sexual intercourse)"), 1 month 9 days after insertion of essure. On an unknown date, the patient experienced psychological trauma ("psych injury") and post procedural complication ("post removal complications: yes"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain and menorrhagia had resolved and the depression, anxiety, mood swings, vaginal haemorrhage, migraine, headache, nausea, dyspareunia, psychological trauma and post procedural complication outcome was unknown. The reporter considered anxiety, depression, dyspareunia, headache, menorrhagia, migraine, mood swings, nausea, pelvic pain, post procedural complication, psychological trauma and vaginal haemorrhage to be related to essure. The reporter commented: discrepant information provided - "she did not undergo confirmation test" was reported but a hsg result was already provided. Treatment received for pelvic pain, menorrhagia. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: device was successfully occluded.. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: pif received. New events added: post removal complications, psych injury. Previously added events pelvic pain and menorrhagia were updated to recovered/resolved. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pelvic pain') in a (B)(6) year old female patient who had essure (batch no. D13377) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiparous. Previously administered products included for pregnancy prevention: iud nos from 2012 to 2016. Concomitant products included intrauterine contraceptive device (iud nos) from 2012 to 2016, nsaids since (B)(6) 2016, paracetamol (acetaminophen) since (B)(6) 2016 and paracetamol (tylenol extra strength) since (B)(6) 2016. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish"), mood swings ("hormonal changes describe: mood swings"), vaginal haemorrhage ("abnormal bleeding(vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)"), migraine ("migraines"), headache ("headaches"), nausea ("nausea") and dyspareunia ("dyspareunia (painful sexual intercourse)"), 1 month 9 days after insertion of essure. The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, depression, anxiety, mood swings, vaginal haemorrhage, menorrhagia, migraine, headache, nausea and dyspareunia outcome was unknown. The reporter considered anxiety, depression, dyspareunia, headache, menorrhagia, migraine, mood swings, nausea, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepant information provided "she did not undergo confirmation test" was reported but a hsg result was already provided. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on an unknown date: device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-jan-2020: pfs received: case became serious incident. Reporter address, essure removal date and surgery and historical drug added. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.